Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had their device removed on the day of the report. They were having issues with it that morning, their right lead had come out and their device wasn¿t connecting. The patient noted that they were told that the device needed to be removed. The issue was reported to be resolved at the time of the call. It was noted that the trial began on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.